Event description:
Crew responded to cardiac arrest call, downtime of the pt was not known. Defibrillation electrodes were attatched to the pt and the device was turned on. The device indicated connect eletrodes and use of device was inhibited. The ems provider arrived on the scene, using the same defibrilation electrodes, they attched their device. The pt was asytolic at that time. The reporter stated that it is county protocal to pace asystolic pts unless the pt has been down a long time. The medics on scene dtermined the pt was not viable for pacing. The code was called at the scene. The reporter stated the delay between use of the AED and the back up device was less than 1 minute.